Event description:
Five minutes after start of hdf procedure a rupture was found in place of connection between distal part of catheter and the plastic housing of catheter bifurcation.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.